Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot the malfunction with the customer over the telephone. The customer was recommended to run the ground isolation test, and replace the graphical user interface (gui) to breath delivery (bd) cable.

Event description:
It was reported that, during patient use, the ventilator had a ¿loss of communication¿ alert message. The patient was transferred to another ventilator without harm.